Manufacturer narrative:
(B)(4): it was reported that the cause of the peritonitis was diarrhea. The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized. The patient was treated with 2g intraperitoneal (ip) vancomycin once a week. The patient was also treated for 14 days with ip ceftazidime (250mg in each bag). At the time of the report, the treatment with vancomycin was ongoing. The patient status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.